Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open. The malfunction occurred when the user tried to issue medication, gabapentin 300mg, to the patient and resulted in a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following field had been updated with additional information: h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that not all zones were enabled. A technical support specialist enabled the necessary zones and rebooted the machine remotely to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank tower, the drawer did not open. The malfunction occurred when the user tried to issue medication, gabapentin 300mg, to the patient and resulted in a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.